Event description:
As reported via the (B)(4) study, a patient experienced elevated troponin I following the procedure and expired approximately 20 months after the index procedure due to ventricular tachycardia and cardiac arrest. At the time of the index procedure, angiography revealed 75% stenosis in the mid left anterior descending artery. The indication for the procedure was stable angina. The lesion was mildly calcified, de novo, 20mm in length and located at a bifurcation with a side branch. A 3.5 x 28mm cypher rx was implanted at 14atm by direct stenting and was post-dilated per standard procedure with a 3.75 x 12mm balloon at 18atm. The post-procedure troponin I was 0.4 (uln 0.1). There were no cardiac events reported post-procedure and the patient was discharged the following day. The summer prior to his death, he had progressive fatigue and malaise with palpitations. Holter monitor showed extremely dense amount of pvcs, as well as ventricular tachycardia (vt), with 30% to 50% pvcs. He underwent bp mapping and multiple foci were ablated in (B)(6) 2011. Prior to his death, he collapsed at home and emergency medical services indicated he was in vt. He was defibrillated and CPR was performed. He received multiple doses of epinephrine and atropine and returned to tachycardia. ECG showed some st depression, but this was thought to be ischemia related to the arrest and not mi. He was administered IV amiodarone. It was decided to take him to the cardiac catheterization lab to exclude an occlusion in the rca territory, but he went into cardiac arrest on his way to the procedure and expired.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) study, a patient experienced elevated troponin I following the procedure and expired from cardiac arrest approximately 20 months after the index procedure. This was a (B)(6) male with medical history including ischemic and arrhythmic heart disease, mi in 1988 with pci, 2005 stent to lcx/om, diabetes, hypertension and dyslipidemia. Approximately 3 - 4 months post (B)(4) index procedure, the patient experienced progressive fatigue and malaise with palpitations. Holter monitoring revealed an extremely dense amount of pvc's and vt. In (B)(6) 2010, vt ablation was performed with symptomatic relief; however, there were residual arrhythmia foci left untreated. In (B)(6) 2010, the (B)(4) study index procedure was performed including implantation of a cypher stent to lad lesion. At the time of the index procedure, angiography revealed 75% stenosis in the mid left anterior descending artery. The indication for the procedure was stable angina. The lesion was mildly calcified, de novo, 20mm in length and located at a bifurcation with a side branch. A 3.5 x 28mm cypher rx was implanted at 14atm by direct stenting and was post-dilated per standard procedure with a 3.75 x 12mm balloon at 18atm. The post-procedure troponin I was 0.4 (uln 0.1). There were no cardiac events reported post-procedure and the patient was discharged the following day. Approximately 20 months post index procedure, the patient presented in cardiac arrest after a witnessed arrest in his home. CPR and resuscitative efforts were prolonged and aggravated by a large emesis prior to intubation. Multiple rescue medication administrations were on going. After admission to the medical facility, hypothermia protocol and multiple arrhythmia protocols were started to treat arrest, acidosis and the brady and tachy arrhythmias. A 12 lead EKG showed ischemic changes; however, it is unclear if this was acute infarct or acidosis related. The decision was made to take the patient to the cardiac catheterization suite, despite the poor prognosis. However, the patient again had cardiac arrest and was never able to be taken to angiography. The decision to discontinue efforts for resuscitation was made with the patient's family and significant other and the patient subsequently died. The revised crf indicated that the cause of death was cardiac arrest, vt and asystole. According to the investigator, this cardiac death was not related to the study device; however, at this time there is no evidence to dissociate the event of cardiac death from the study stent. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Death is a known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.